Manufacturer narrative:
Date sent to the FDA: 09/29/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and inguinal hernia repair surgery on (B)(6) 2013 and mesh was implanted during which the surgeon noted the mesh was found to be wrapped completely around the cord structures. The inguinal canal floor was disrupted. It was reported that the patient experienced an unknown adverse event. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in a separate file. No additional information was provided.